Manufacturer narrative:
No sample or lot number is available. The post market surveillance department is in the process of requesting medical records and treatment data for the expiration. A supplemental medwatch will be submitted with relevant info. Please reference the following manufacturer report numbers for events reported by the family member involving fresenius products: 225714-2015-08120, 1713747-2015-00572, 1713747-2015-00573, 1713747-2015-00574, 1713747-2015-00575.

Event description:
During follow up for an unrelated event, the pt's daughter reported the pt had a 'heart attack' and expired. The daughter alleges that the heart attack was due to the granuflo or naturalyte acid product. The daughter did not specify which product was used or when the 'heart attack' occurred. The pt had been hospitalized from approximately (B)(6) 2015 for osteomyelitis of her right foot and acute renal failure and was transferred to a sub-acute hospital facility where she received her dialysis treatments. The daughter alleges the pt was hospitalized after a dialyzer reaction during her first outpatient hemodialysis treatment and required cardiopulmonary resuscitation. The daughter originally reported the event during the outpatient treatment as well as two additional events of unresponsiveness while in the hospital to be related to a reaction against the optiflux 180nre dialyzer. The daughter did not know which acid concentrate was used. No info was provided of sample availability for the acid concentrate. Upon follow up with the acute dialysis unit's clinical manager, the pt did experience the same event, unresponsiveness, during previous dialysis treatments. The clinical manager had no knowledge of the allegations against the acid concentrate but confirmed the naturalyte acid concentrate was used for the treatments in the hospital and sub-acute hospital setting. She states the pt's last hemodialysis using her acute services was (B)(6)2015. The pt was transferred to another hospital due to 'cardiac issues'. She has no info about the 'heart attack' and expiration.

Manufacturer narrative:
Please reference the following the manufacturers reports reported for these events: 1225714-2015-08121, 1713747-2015-00572, 1713747-2015-00573, 1713747-2015-00574, 1713747-2015-00575.

Manufacturer narrative:
Although requested, no medical records or treatment information has been received related to the patient adverse event of cardiac arrest and subsequent expiration. No information was able to be retrieved from the hospital the patient transferred to as a result of reported "cardiac issues." Manufacturing evaluation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte liquid acid concentrate products shipped to this account within the selected time frame. A records review was performed on the fifteen (15) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. Additionally, the packaging components and raw chemicals used in the manufacture of the identified dry acid concentrate lots were reviewed for potential supplier non-conformance and internal exception reports that could have contributed to the complaint event. No issues were identified with any raw materials and/or packaging components. All raw materials and packaging components met incoming inspection requirements per required qcp/ip/pk and were deemed acceptable for use in production. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte liquid acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample.